Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. No frozen screen noted. Unable to verify unexpected restart alarm due to button keypad anomaly. Pump had moisture damage on electronics noted. Pump received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's mother reported via phone call that the insulin pump had an unexpected restart alarm after the customer wore it into a swimming pool. The caller also reported that the device had a button error alarm and the keypad was frozen. Blood glucose level at the time of the incident was 290 mg/dl. The customer's mother was advised that the insulin pump would be replaced and agreed to return the product for analysis.